Manufacturer narrative:
All available information was investigated, and the reported steerable sleeve issue was not confirmed via returned device analysis. Additionally, a torn clip introducer was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported sleeve steering issue and the observed torn clip introducer were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The steerable guide catheter (sgc) and clip delivery system (cds) were inserted and advanced into the left atrium (la). However, the physician felt that both device moved in an untended direction. Therefore, the devices were removed and the procedure was discontinued. The mr remains a grade of 4+. There were no adverse patient effects and no clinically significant delay in the procedure.